Event description:
Boston scientific received information that this sub-q array lead had demonstrated a trend in increased shock impedance, however, there were no out of range impedance measurements observed. The patient was brought into the clinic for an elected non-invasive programmed stimulation (nips) testing. The lead was electively explanted at which time a conductor fracture and high defibrillation thresholds (dft) were noted. A new non-boston scientific sub-q array lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual observations noted, stretched and deformed shocking coils noted on all three legs of the array. Also, tissue was found entwined in the shocking coils on all three legs. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce or confirm the reported clinical observations and detailed analysis did not reveal any abnormalities. The physical damage that was noted commonly observed in induced damage due to implant, or explant or handing.